Manufacturer narrative:
A ge service rep performed an onsite investigation. A cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.